Event description:
It was reported that the cuff of the patient's artificial urinary sphincter (aus) was explanted due to unspecified reasons. The patient was implanted with a new 3.5cm cuff.

Manufacturer narrative:
Device evaluation provided in: describe event or problem, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that the cuff of the patient's artificial urinary sphincter (aus) was explanted due to recurring incontinence. The patient was never happy with his level of incontinence following his original implant surgery. There were no device malfunctions. A new 3.5cm aus cuff was implanted. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the cuff of the patient's artificial urinary sphincter (aus) was explanted due to recurring incontinence. The patient was never happy with his level of incontinence following his original implant surgery. There were no device malfunctions. A new 3.5cm aus cuff was implanted.